Event description:
End user states the screws are coming out in the back upholstery, manual brakes do not work and the quick release button on both wheels are worn and the left hand grip has come off. End user states the chair is about 8 years old.